Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a piece of the active waveguide disengaged and fell into the patient cavity. The piece was retrieved and there was no patient injury. Additional questions regarding the device and incident have been asked.

Manufacturer narrative:
One sonicision cordless ultrasonic dissector was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was not returned with the device. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The instructions for use contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The IFU also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the used device blade fractured and fell off inside the patient, it was retrieved. No additional information given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.